Manufacturer narrative:
(B)(4). There are no appropriate result and conclusion codes. A sample of km46207 lot d3 was received for evaluation. The kmedic part number is not etched on the device. The device was identified by key attributes. A stock check was opened to verify the devices in stock. The reported device was km46206 which is 3mm narrower at the tip. The sales order also reflects a km46206 was sent to the customer. The root cause is unknown. The device history review of notifications pertaining to incoming inspection, stock checks, and product returns showed no concerns with reference to km46206 or km46207. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the tip of the instrument broke off while inside the patient. The patient's condition was reported as fine.